Manufacturer narrative:
The fsr replaced the coin cell battery. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) failed to boot up. There was no patient involvement.